Event description:
A healthcare worker complained of skin discoloration on the right hand upon removal of a load from a completed cycle. The worker did not seek medical attention and the symptoms resolved within twenty-four hours.